Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient fell and has suffered from increase tremor, balance and catastrophic thoughts. Unknown if any enrironmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting included verifying the system was on, a CT scan was completed and it showed nothing. Unknown what interventions/actions were taken. The issue is not resolved. Details of injury and recovery include a recent fall and seemingly loss of therapeutic event. No surgical intervention occurred and none was planned. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they requested further information on this event but have not heard yet. They were told that the patient was seen in the clinic on (B)(6) to have their system evaluated and reprogrammed.